Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the pump touch screen was shattered and unreadable. There was no known impact to the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.